Event description:
Revision surgery - due to the patient dislocating.

Manufacturer narrative:
The reason this revision surgery was performed was a result of a patient joint dislocation after 2 months of use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against lot number 862c1317. A total of 123 complaints have been submitted against this part number. Sixty-three of these complaints have been the result of dislocations. The remaining complaints have resulted from other issues such as infections, instability and pain. The patient is reported to have suffered a dislocation without further explanation of the event or any definitive statement as to the root cause or reason. There are no indications of a product or process issue affecting implant safety or effectiveness.